Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported unspecified tissue injury appears to be a cascading event of the slda. Additionally, tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment and tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and successfully deployed. However, after roughly two cardiac beats, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). After the slda occurred, it was observed that some tissue was torn off the posterior leaflet. To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.